Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID and could not be reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump with updated software, confirmed address and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.